Event description:
It was reported that multiple areas of both leads lacked insulation. The epicardial leads had been implanted nine years prior following congenital heart surgery for future use. The patient has developed heart block and during implant procedure for an implantable pulse generator (ipg), the leads were observed to have multiple areas completely lacking insulation. A transvenous system was implanted and the leads abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.